Manufacturer narrative:
Investigation: bd has not been provided with photos or samples for catalog 301940 lot 1803120 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. DHR showed no indication of the alleged defect.

Event description:
It was reported that liquid leaked past the bd syringe¿ with needle plunger rod before use while preparing the injection. The following information was provided by the initial reporter, translated from chinese to english: "it's noticed that liquid leak from plunger rod during the preparation of the injection "

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that liquid leaked past the bd syringe¿ with needle plunger rod before use while preparing the injection. The following information was provided by the initial reporter, translated from (B)(6) to english: "it's noticed that liquid leak from plunger rod during the preparation of the injection."